Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center a critical error code was noted in the device download error log indicating a motor failure. Additionally, error codes related to the internal battery were also confirmed in the ventilator's downloaded error log. The internal li-ion battery needs replaced to address the issue. No device repairs were done, and the device was scrapped.